Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019.

Event description:
It was reportd that the patient underwent an explant procedure due to inadequate stimulation. Explanted device will not be returned.